Event description:
It was reported that patient was sent back to operating room for dislocation and instability post total hip. Primary surgery was completed on (B)(6) 2014 and revision surgery was completed on (B)(6) 2014. Patient had a head and poly exchange. Doctor took new 36f lateralized poly and rotated the lip to provide more anterior coverage. Another 36+ 10 head was put on. Patient's hip was reduced and was more stable.

Manufacturer narrative:
An event regarding recurrent dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation concluded: visual inspection on the returned device was notice some damage most likely from explantation, and also there is a small indentation inside of the rim were the metal head was performing some impingement on the poly insert. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
It was reported that patient was sent back to o.r. For dislocation and instability post total hip. Primary surgery was completed on (B)(6) 2014 and revision surgery was completed on (B)(6) 2014. Patient had a head and poly exchange. Doctor took new 36f lateralized poly and rotated the lip to provide more anterior coverage. Another 36+ 10 head was put on. Patient's hip was reduced and was more stable.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.